Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/29/2013 with the following findings:during testing, the display was found to be dim/faded and discolored. The battery cap threads were found to be stripped and the battery cap was not able to maintain an electrical connection. A test battery cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the display was faded and discolored. Additionally, investigation revealed that the battery cap threads were damaged. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/29/2013.